Manufacturer narrative:
Per -4250 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient experienced any trauma (falls etc.) Prior to the revision, whether the patient followed correct post-op protocol and an update on the patient was requested in order to progress with this investigation, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability could not be determined. However, it was reported that the corin head was revised along with a non-corin liner (manufacturer unknown) and thus there is a possibility that off-label use may have contributed to this event. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity biolox delta ceramic head and a non-corin liner after approximately 2 months due to instability.

Event description:
Revision of a trinity biolox delta ceramic head and a non-corin liner after approximately 2 months due to instability.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient experienced any trauma (falls etc.) Prior to the revision, whether the patient followed correct post-op protocol and an update on the patient has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.